Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported error 255-32784-275 on pcu8015 during pm while pcu was connecting to system maintenance program and power cord was not plugged in.